Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was torn hear the handpiece exposing the wires. Therefore, the reported condition was confirmed. It was also noted that the device was powerbroken (runs in load position), and failed the thermister and handcontrol assessment. It was determined that the tear in cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use, which is component damage caused by user error. It was determined that the issue with the device being powerbroken was consistent with not following the directions for use and running the device in the safe or load position, which is also user error. It was determined that the thermister and handcontrol failure was consistent with normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the motor device had exposed wires. During an in-house engineering evaluation, it was observed that the device was powerbroken (runs in the load position), and failed the thermister and handcontrol assessment. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly